Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 5 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the physician felt resistance when attempting to place the 3.00x12 mm taxus liberte stent. The lesion being treated was located in the moderately tortuous, calcified left anterior descending (lad) artery. The procedure was completed with another taxus liberte stent.. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.